Manufacturer narrative:
A philips field service engineer (fse) visited the customer site to evaluate the issue. The fse determined that the main board and the speaker assembly would need to be replaced. The main board and speaker assembly were replaced. The device was operational after repairs were completed and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to (B)(6)2016. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.